Manufacturer narrative:
Date sent to the FDA: 01/27/2019. Additional information was requested, and the following was obtained: date and name of initial surgical procedure: inserted at (B)(6). No. Other information: the diagnosis and indication for the initial surgical procedure? Unknown. The initial approach for the index surgical procedure? Removed. The vaginal portion of due to severe pain. Any concurrent procedure/device implantation? No. Were there any intra-operative complications? No. When was the mesh exposure first noted by a physician? Unknown. Mesh exposure site/location, symptoms and diagnostic confirmation? Removed the vaginal portion of due to severe pain. Describe any medical/surgical intervention for exposure including dates and surgical findings. Unknown. Other relevant patient history/concomitant medications n/a. Product code and lot # unknown. What is physician's opinion as to the etiology of or contributing factors to this event: unknown. What is the patient's current status? Unknown.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Other relevant patient history/concomitant medications. Product code and lot #. If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent sling procedure on an unknown date and mesh was implanted. Following the procedure, the mesh was partially removed due to suburethral exposure. Additional information has been requested.